Manufacturer narrative:
The tech found the siderail end tube was broken. The tech replaced the end tube to repair the stretcher.

Event description:
Info received indicates, the siderail will not latch.